Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event is typically caused when the joint is flexed during insertion of the implant with the driver engaged or prying/leveraging of the driver. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device not being returned.

Event description:
It was reported that during the implantation, the reusable screwdriver tip broke into the screw, and the tip was stuck completely inside of the screw head. Surgeon was unable to remove the broken piece. The metal piece is stuck in the screw (ref: ar-1370b lot 1216481) that is fixing the ligament into the femur. The event happened during the surgery. The surgery was finished successfully. There was no need for another device to finished the surgery.